Event description:
Event description guidant received information that this fineline ii lead had dislodged from this patient's ventricle. The lead was removed from service and replaced without further incident.